Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and a definitive cause for the reported lock line knot in this incident could not be determined. The difficulty to remove the lock line appears to be the cascading effect of the observed knot. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During the procedure, the lock line could not be pulled as usual and it was noted that the lock line was tangled with itself creating something like a knot. The shorter end of the lock line was pulled and the lock line was removed successfully. The clip was successfully implanted, reducing mr to <1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.